Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 weeks ago, they noticed their hand shaking and it was getting worse. The patient stated that starting 4-5 days ago, the implantable neurostimulator (ins) was not depleting as expected and that when they tried to connect to couple, it disconnects after about 2 minutes. They stated that before they were able to connect and charge with excellent coupling. The patient was redirected to contact their healthcare provider (hcp) to address the error codes. They stated they had contacted a manufacturer representative (rep) and was redirected to patient services for possible product replacement. The patient did not have their equipment to troubleshoot at the time. Additional information was received on (B)(6) 2020 from a manufacture r representative (rep). They reported the cause of the implantable neurostimulator (ins) not depleting was unknown. The patient has very low therapy settings, so possible very little drain on battery. Additional information was received on (B)(6) 2020 reporting that they would charge for 2-5 minutes before they would see the charge sufficient screen. The following were reviewed: the meaning of the screen and if they continue to charge, they will see the charge complete screen. The patient stated they just want a new implantable neurostimulator recharger (insr) and it was reviewed that the insr is operating as designed. The patient stated that they spoke with a rep who told them that if they were dissatisfied with the insr, the rep would send them a replacement. The patient was transferred to repair and a replacement was sent. Additional information was received on (B)(6) 2020, reporting that the same concern about the ins still staying at 100%. They have not charged for 4 days and it still shows 100%. The patient was walked through the icons and it is the ins showing 100%. The patient was advised to make an appointment with their hcp to have the ins checked in person. They have an appointment on (B)(6). They will discuss with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they had an appointment on (B)(6) 2020 with their hcp and the cause of the issue was unknown. At the time the information was received, the patient stated therapy was on and "working fine," and they didn't see any issues with the ins "battery etc".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the battery was at 100% and coupling was 8/8. No open circuits were found. The cause of hand shaking, the recharger showing the ins at fully charged, and the ins not depleting/staying at 100% was not determined. The hcp stated no actions/interventions were taken at this time. The patient was stated by the hcp to be continuing to monitor the batter and charge.